Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the physician and the patient had agreed to program the device off to resolve the issue since the patient is not in a good condition. Also, the patient's record will be removed from the remote monitoring system.

Event description:
Boston scientific received information that the patient remote monitoring system detected a red alert for high right ventricular pacing lead impedance. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--